Event description:
The customer reported that the system shut down w/o command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ac power cable was replaced, the transformer taps were retightened, and the ac connectors and fuses in the workstation were reseated. The system was then found to be operating as intended.